Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stucked button error alarm. Customer reported that the numbers were not ramping on their own and the scroll bar was not moving with no input. Insulin pump was not exposed to high altitude. No harm requiring medical interventions was reported. The insulin pump will be returned for analysis.